Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative was unable to repair the system. The customer chose to retire the system and will replace with a newer model.

Event description:
The customer reported that the 2500 system would shut itself down. This happened outside of a case. No patient injury was reported.